Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The device was scrapped. The manufacturer received information respiratory tract irritation, nausea / vomiting, kidney disease/toxicity. There was report of serious or permanent harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.